Manufacturer narrative:
The device is available for evaluation, however, has not yet been received. (B)(6).

Event description:
The event occurred on an unspecified date and involved a micro clave clear connector where it was reported that picu had problems with the micro clave connectors. It was stated the plunger within the connector gets stuck down inside and will not allow flow. PICC team placed line. The fault occurred during infusion while in use with a patient. There was a patient involvement and unknown harm or adverse event.

Manufacturer narrative:
The complaint of silicone sleeve stuck down on item mc100 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. Lot history review was performed and non-conformities were found that would have led to the reported condition on the complaint.